Event description:
It was reported that the customer experienced high blood glucose of 340mg/dl. The caller stated that the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. The customer called back and stated that the time, date, basal rates, and bolus wizard were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.